Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker went into backup vvi mode after updating the cybersecurity firmware. Device recovery was discussed. There was no patient consequences.

Event description:
New information received notes that another attempt to perform the cybersecurity firmware upgrade was attempted. It failed and the device went into backup vvi mode. A firmware download was performed successfully. The patient is fine.